Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01723.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and a non-penumbra microcatheter. During the procedure, while attempting to advance a ruby coil lp, the physician encountered resistance and the coil detached within its introducer sheath. Therefore, the ruby coil lp was removed. Next, the same issue occurred with another coil lp. Therefore, this ruby coil lp was also removed. The procedure was completed using additional ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.